Event description:
It was reported when the doctor was inserting screws into the cranial bone, the first one broke. The tip of the screw remains in the patient. The other screws were implanted without incident.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Engineering has tested some screws in house, only found screws to break when the screw is seated in the plate and additional torque is applied. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.